Event description:
It was reported that the user experienced unexpectedly high insulin usage while on the ilet system and noted hyperglycemia around 400 mg/dl requiring multiple manual insulin injections while still connected to the pump; the user had been extending infusion set wear beyond the recommended duration and replacing only the cartridge rather than the entire infusion set. Customer care provided support that included troubleshooting and user education regarding proper infusion set change intervals, and the requirement to disconnect from the pump for at least 90 minutes when administering manual injections. Investigation of this case revealed that the cause of hyperglycemia was unclear; however, prolonged infusion set wear and simultaneous pump connection during injections were addressed as potential contributors. Symptoms included with sweating, frequent urination, and headache. Outcomes included recovery without hospitalization, with current blood glucose in the 120s after user-administered corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.